Event description:
During service of the unit no audible alarm condition was found. Repaired open trace from j4-6 to w10 on the digital board to correct the failure mode. Unit had drop damage and loose material inside unit. This is the cause for the open trace.